Event description:
Boston scientific received information that the pt with this right atrial (ra) lead experienced dizziness and syncope and fell. The device system was evaluated by a boston scientific field representative and no pauses in pacing could be reproduced, no were any episodes stored in the device memory. Atrial undersensing was noted with the presenting ra sensitivity programmed at 0.5 mv, as p-wave measurements were 0.4 mv. Therefore, ra sensitivity was reprogrammed to 0.25 mv. This setting yielded appropriate p-wave sensing, and also functional oversensing as far-field r-wave (ffrw) oversensing sensings was noted on the ra channel. However, the ffrw events were in refractory or in blanking and did not impact base pacing function, therefore no further programming changes were made. No additional adverse pt effects were reported. This lead remains in service. As no further information concerning this report is expected, our investigation is completed. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.